Event description:
Patient was implanted in 2007 and explanted twelve days later. Found collamend had ripped down the middle and patient had re-herniated.

Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.